Manufacturer narrative:
Concomitant medical products: product ID: 511211 x2 lead, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was fractured and had high/undefined pacing impedance. The lead was capped and a new lead was implanted. No patient complications have been reported as a result of this event.